Event description:
Reportedly, an error message was displayed when attempting to interrogate an ICD with the subject programmer. The issue could not be solved after the programmer was rebooted several times. Proper interrogation of a pacemaker could be performed with the programmer.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200717 - file-2020-01022 - analysis and closure report - resp-2020-00802.pdf].

Event description:
Reportedly, an error message was displayed when attempting to interrogate an ICD with the subject programmer. The issue could not be solved after the programmer was rebooted several times. Proper interrogation of a pacemaker could be performed with the programmer.